Event description:
The user reported that aspiration of the right coronary artery was completed successfully and the aspiration catheter was removed. Upon first injection to the coronary artery, they had air injected down the artery. The pt experienced chest pain and hypotension from the air injection. The pt was treated with medication to increase their blood pressure and pain medication to treat the chest pain. The pt was reported to have fully recovered from the event. No add¿l harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The user could not provide a lot number. The device history record and complaint database could not be reviewed for lot specific history. A follow-up report will be submitted when the eval has been completed. Eval conclusions ¿ device not returned.